Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was not returned for evaluation. Medical records were provided and reviewed. Approximately, seven years nine months later the patient had trouble with filter, experienced chest pain and upper abdominal pain. Approximately, eight years and four months later computed tomography revealed that the filter positioned at 2 cm below the confluence of the right renal vein and inferior vena cava. Three of the inferior struts of the filter had penetrated beyond the wall of the inferior vena cava and demonstrated fate planes between the medial aspect of the struts and the inferior vena cava wall. The most medial struts rests against the adjacent aorta and projected 8 mm lateral to the inferior vena cava wall. A posterolateral strap rests against the right psoas muscle and projected 9 mm beyond the inferior vena cava wall. Anterior and lateral struts projected 5 mm and 4 mm respectively. The filter strut condition was intact and no filter tilt. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2019).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient being diagnosed with deep vein thrombosis. Approximately eight years and four months later post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.